Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had passed away on (B)(6) 2015. There was no further information provided.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's death was found.